Event description:
It was reported that the patient is in excruciating pain. This pain is felt from the thigh towards the groin area. Patient can not sit for too long. Patient has swelling in leg and gets pins and needles sensation. When patient stands, she has to stand for three to four minutes before even walking. Patient is using a four pronged cane. Patient had blood work and an x-ray done (B)(6) 2012. The doctor told her on (B)(6) 2012 that by reviewing her x-ray she will need a revision surgery. The patient does not know when this surgery will take place.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.